Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a small flexnav delivery system. The patient's native annulus was perimeter was measured as 71.3mm and the average was 22.7mm. The leaflet calcium score was measured as 1314 mm3, 433 for the non-coronary (nc), 582 for the left coronary (lc), and 299 for the right coronary (rc). A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18mm non-abbott balloon. During the first two deployment attempts, there was difficultly placing the valve at the optimal depth due to a shallow left coronary cusp (lcc) and non-uniform expansion on the right coronary cusp (rcc) side of the valve. The valve was recaptured twice. On the third deployment attempt, rapid pacing was used at 180 bpm to prevent the valve from slipping upwards. At 80% deployment, the valve was 4mm from the non-coronary cusp (ncc) and 2-2.5mm from the lcc. A check was performed and a moderate-severe paravalvular leak (pvl) was seen between the right and left cusps. After valve placement, the patient's blood pressure dropped to 108/32 due to the severe pvl. The valve was released, and very little movement occurred. The final deployment depth was 3mm from the ncc and 2.5-3mm from the lcc. An echocardiogram (echo) was performed and showed a residual pvl. A post bav was performed twice at 5 seconds each using a 20mm non-abbott balloon. There was no change in pvl. A lump of lime was confirmed on the lcc side via echo and fluoroscopy. A 23mm non-abbott valve was deployed at 1mm below the proximal edge of the navitor valve. There was no pvl seen via echo and the patient's pressure returned to normal at 134/42. There was no clinically significant delay in the procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of residual perivalvular leak and difficulty deploying the valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. The possible causes for a paravalvular leak are sizing of the valve, implant depth, calcium distribution, and deployment difficulties. Information from the field indicated that there was the appropriate size valve was chosen based on the patient's annular measurements. Information from the field also indicated that there was deployment difficulties reported. The final implant depth of the valve after 3 deployment attempts was ncc 4mm lcc2-2.5mm and calcification was observed in aortic annulus. . Based on the information received, the cause of the reported incident could not be conclusively determined. Please note per the instructions for use, " the delivery system design facilitates gradual, controlled deployment of the valve. The valve is deployed annulus end first from the distal end of the delivery system. If needed, the valve may be re-sheathed and repositioned up to two times, provided the valve has not been fully deployed".